Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and check clutch plunger lever was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Combination of lead screw and both clutch halves were found slipping, old, dirty and worn out. Service replaced the lead screw and both clutch halves.

Event description:
It was reported that the pump failed the occlusion test.

Manufacturer narrative:
Additional information was received indicating the issue was found during preventive maintenance, there was no patient involvement. (Updated h6 event problem patient code).

Manufacturer narrative:
Corrected data: updated d1 and d4, model number; h6, evaluation codes result and conclusion.